Manufacturer narrative:
No pt was present. Device manufacture date is unk at this time. RMA issued. Replacement part shipped (B)(4) 2011. Eval finds the tap has bone matter stuck in the cannula.

Event description:
A medtronic rep reported the site's tap 5.0 is clogged and request a replacement. This event did not occur during surgery and no pt was present.